Manufacturer narrative:
In response to FDA report number: mw5093939. The event of capsular contracture, baker grade: unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: unknown, ¿slightly deformed¿ and experienced ¿tremendous amount of pain, felt lumps, concern due to not knowing if her contralateral device is the type of implant that causes cancer".

Event description:
Patient reported via regulatory agency "slightly deformed, tremendous amount of pain, felt lumps, 2 lumps noted on ultrasound, concern due to not knowing if her contralateral device is the type of implant that causes cancer," and "capsular contracture, baker grade unknown. Device remains implanted. This record is for the right side.